Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: attune tibia knee tibial tray component; unknown knee femur component; unknown knee tibial insert component; unknown knee patella component; unknown bone cement.

Event description:
Attune tibia implant is loosening, patient is set for a revision surgery product information: code: (B)(4) and lot: unk. Patient consequence?: yes. Patient consequence description:patient is scheduled for revision surgery due to pain and discomfort attune knee. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.